Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after the stent delivery system failed to cross the lesion and the stent dislodged inside the mid right coronary artery (rca) due to tortuosity and calcification. The stent was lodged within an existing stent. It was treated by compressing it against the side wall using another company's 2.5 x 20 mm balloon catheter. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because distributor distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 42 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks or damage noted to the guide wire lumen or tip. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.